Event description:
The device was returned for pneumatic valve actuation failure (valve 1). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed (valve. Installed test engineering pneumatic assembly and performed recharge/hardware tests. Unit passed test with no error. Air compressor will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem; logs have been collected and uploaded. No active infusions stopped, or any harm of patient reported. " a preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.